Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was caller stated that they received their new controller and it seems to give them promises. Caller stated that the stimulation goes off and on and that's what it feels like to them. Caller added that all of a sudden they won't feel the stimulation but then it will suddenly come on again and feel like a strong surge. Caller also commented that the connection between the recharger and the controller is tight and the battery fits in tight; caller stated it works fine but they wanted to mention it. Agent walked caller through checking their settings. Caller confirmed controller was 100% and implant was 60%. Caller confirmed adaptivstim was on, and they did not have cycling set up. Agent reviewed with caller controller function versus programming and therapy. Agent reviewed adaptivstim could be contributing to the off/on sensation and advised caller to keep a diary of the times they feel that sensation and follow up with their clinician to further address the issue., patient stated they have an apt on thursday with a rep.